Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are leakage, pain and discomfort, numbness, deformity, and concern with the product.

Event description:
Patient reported left side "leakage, pain, discomfort, numbness, deformity," and "concern with the product." Device remains implanted.